Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0002648920 - 2018 - 00008, 0002648920 - 2018 - 00009. Concomitant products: 00620005620, shell porous with holes 56 mm o.d., lot 61271320. 00630505836, liner standard 3.5 mm offset, lot 61342574. 00630505636, liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, lot 61342574. 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, lot 61356481. 00801803601, femoral head sterile product do not resterilize 12/14 taper, lot 61401781. Foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation. No further information has been made available at this time.

Manufacturer narrative:
Reported event was confirmed by review of the provided surgical notes. Surgical notes indicates that patient was revised due to dislocation. The cup was found loose and not very solid, where it was easy to remove. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.